Event description:
This complaint was submitted with limited info as it happened some time ago: it was reported that in the ICU, the nurse reported that at the start of her shift, the catheter was found in place and looked good. However, when returning later to give the pt antibiotics, moisture at the insertion site was observed and the catheter had migrated but was still sutured. As a result, the physician removed and replaced the catheter using additional sutures to secure it in place. The pt sustained a swollen neck and cheek on the right side as the infusion had gone extravascular. The swelling receded over night. It was also noted that the pt had motor agitation but did not pull the catheter. It is not known if a delay occurred, however, there was no additional complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). The device was discarded.